Event description:
The "on" switch remains activated when not depressed. The failure was detected immediately and there was no impact to the pt. The device was replaced with another deroyal pencil and the surgery proceeded without incident.